Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced a compromised ground path, which is not reportable.

Event description:
It was originally reported that 1 device experienced the issue of accessible ac current; however, upon completion of the investigation, the device was not experiencing this issue.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program.   1 device is pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there is accessible ac current. There was no patient involvement.